Event description:
It was reported that the both monitors on the 9800 system had images burned into them. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monitors were replaced during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare.